Event description:
A patient reported possible inaccurate results with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 130mg/dl and 180mg/dl successively. Patient did not experience any adverse events. Attempts to contact patient for further information were unsuccessful. Meter has been replaced. No allegations of harm have been made.